Manufacturer narrative:
(B)(4). Information was not provided by the initial contact. The analysis results found that the device was received with the cannula of the sleeve melted and broken. One possible cause for this type of damage may be interaction with an energized device used during the procedure. Caution should be taken to avoid contact between an energized device and the trocar during the surgical procedure.

Event description:
It was reported that during an unknown procedure the device was melted in half. Unknown how the case was completed. There was no patient consequence reported. There is no further information available.